Event description:
On (B)(6) 2011, pt's wife reported her husband was having issues with the infusion set cannulas bending which was causing his blood glucose level to go up. Wife stated the pt's blood glucose level would go up to above 200 mg/dl; she was not sure of the readings. Pt's normal blood glucose range is around 195 mg/dl. Wife reported there were no issues with preparation but when he would attempt to insert the infusion set, the cannula would bend and he would have to try to put in another infusion site. Wife stated the infusion sites did not leak. Wife reported there was concern with removing the infusion sites. Wife stated the adhesive was very sticky and hard to get off. Wife reported the pt began experiencing these issues when he started using the infusion sets 3 months ago and the issues occurred more than once. Pt manually inserts the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.